Event description:
This is the information provided by the initial reporter. The provox was changed retrograde using the guidewire, when the provox was pulled through with the provox guidewire, the safety thread was torn off. The professor is familiar and experienced with the guidewire. The patient had to be brought to the operating room and then admitted to the hospital. The security thread of the xtraseal was torn off when it was pulled through, the provox fell into the patient's bronchi and had to be removed again in the operating room. Follow up questions have been sent to the initial reporter but no response despite several attempts/reminders. Description of the product: provox vega voice prostheses are indwelling, low resistance voice prostheses intended for voice restoration after surgical removal of the larynx. Provox vega xtraseal has an additional enlarged esophageal flange that is intended to solve problems with leakage around the voice prosthesis. Description of the accessory used together with the device during the incident: provox guidewire is a single use device for introduction and replacement of sterile provox indwelling voice prostheses. The guidewire has a connector for attachment of the safety strap of the new voice prosthesis.

Manufacturer narrative:
Investigation: the returned product was inspected in the complaint lab. The fracture surface was studied under a microscope. There are clear signs of excessive force and usage of a toothed instrument e.g. A toothed hemostat both on the safety strap and on the tracheal flange, see "photo of the fracture surface". The fracture surface is clearly jagged. The IFU states that a non-toothed hemostat shall be used to pull/rotate the voice prosthesis into place. The IFU for the accessory that was used together with the device during the incident states "do always proceed slowly and without using excessive force when pulling the guidewire through", "do not proceed if the voice prosthesis gets stuck in pharynx or esophagus" and "do ensure that in case of known or suspected pharyngeal stenosis, dilation of the pharynx should be performed before using the guidewire". All relevant production batch records and possible nonconformities for all ingoing components/semi/finished have been reviewed. Result: no comments or created nonconformities were found that are relevant for this complaint. Discussion: when the safety strap is pulled until the breaking point it leaves a smooth fracture surface. The investigated prosthesis has a jagged fracture surface which indicates that a sharp instrument has been used and has damaged the prosthesis. If an indication of fracture is created on the material the material is prone to break much easier at this point than if the material was undamaged (when the device is pulled in place). It is not likely that the prosthesis was delivered from atos medical with cracks. During production all voice prosthesis are visually inspected. Thereafter, is a sampling of the batch visually inspected again at quality control, before the devices are released. Conclusion/action: this is not deemed as a product error. Most likely a toothed hemostat or other toothed instrument has caused the safety strap to break. The IFU stats that a non-toothed hemostat shall be used to pull/rotate the voice prosthesis into place. Note: provox vega xtraseal 22.5fr 10mm ref, 4303 is not registered in the us but an equivalent device called provox vega xtraseal 22.5fr 10mm, ref 4303 is registered. The only difference between the devices is the languages included in the IFU.